Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a 90% stenosed, mildly calcified and mildly tortuous shunt posterior tibial artery (pta). The 6.0 mm x 40mm mustang balloon ruptured at 10atms. The device was successfully removed from the patient and the procedure was completed with a 5.3mm x 75mm mustang. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon, liquid was observed to be leaking from a balloon pinhole at 11 mm proximal to the proximal end of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a 90% stenosed, mildly calcified and mildly tortuous shunt posterior tibial artery (pta). The 6.0 mm x 40mm mustang balloon ruptured at 10atms. The device was successfully removed from the patient and the procedure was completed with a 5.3mm x 75mm mustang. No patient complications were reported and the patient status is good.